Event description:
Customer reported a button error on his insulin pump. After the button error, the device alarmed battery out limit. Customer's blood glucose is 199 mg/dl. The device was exposed to rain for about fifteen minutes while customer was walking home. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted.